Event description:
Customer reported a malfunction on the pump with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, after which the malfunction code did not recur. It was determined the customer could continue using the pump, and they were instructed to reach out if the issue reappears, which the customer acknowledged and understood.